Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis and edema on (B)(6) 2019. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient reported cloudy pd effluent on (B)(6) 2019. At that time, the patient denied abdominal pain or fever. The patient was instructed to collect a sample of pd effluent and report to the out-patient clinic the following day. Additionally, the patient was instructed to take a 1-time prophylactic dose of cephalexin (keflex), 300 mg orally. The patient reported to the clinic as instructed and the pd effluent sample was sent for culture and white blood cell count and was given a one-time dose of vancomycin (2 gms) and tobramycin (120 mg) via intraperitoneal (ip) dwell. The patient did not require hospitalization and pd therapy continued without interruption. The pdrn also states on 10/may/2019, culture data showed (B)(6) growth for (B)(6) and a white cell count was reported to be 1,306, confirming a diagnosis of peritonitis. Per the pdrn, antibiotics treatment was restarted using vancomycin, 2 grams via ip dwell one time weekly for three weeks. The cause of the peritonitis is being treated as touch contamination and the patient will undergo retraining. Reportedly, the patient is recovering, completing their course of antibiotics, and continues with pd therapy.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy with the liberty cycler set and the patient event of peritonitis and generalized edema. However, there is no documentation of a causal relationship between the liberty cycler set and the adverse event. Additionally, there is no report of a leak in the cycler set. The patient¿s pdrn stated this peritonitis was caused by touch contamination by the patient as evidenced through the culture results of staphylococcus haemolyticus. Furthermore, the patient already had a pre-existing post-op wound infection that also contained staphylococcus haemolyticus. Staphylococcus haemolyticus is part of the normal flora of the human skin. Infection with these bacteria may play a significant role in patients with underlying disease and in patients undergoing dialysis. There is no documentation to show medical intervention for the reported generalized edema. Based on the documented information the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.